Event description:
Additional information from the rep indicated that stated that the patient noticed oor (out of regulation) on their programmer yesterday and upon checking impedances today, contact 3 was over 40k ohms. Caller stated they interrogated ins twice today and received oor both times in office. Contact 3 was active for patient's programming and patient noticed over the last few months that stimulation had changed and was intermittent. Caller was able to successfully reprogram around the high impedance. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Patient weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started seeing an "out of regulation" message when trying to adjust their stimulation and they noted that their stimulation had stopped. They connected with their recharger and confirmed the ins battery life was almost fully recharged. They tried to connect with their programmer and were unable to get out of the "out of regulation" screen (they described seeing a different screen which was unable to be determined). The patient was redirected to their healthcare provider to further address the issue.